Event description:
Dislodgment of the screw endcaps over t1 pedicle screws after posterior cervical fusion using stryker yukon posterior cervical system leading to motion and chronic pain requiring revision surgery.